Manufacturer narrative:
Endopath endoscopic multifeed stapler-based upon inquiry information received, visual examination and functional test, the reported event was confirmed. One instrument was received in good condition with a twisted staple in the nose. The twisted staple was removed from the nose. The instrument was cycled and fired 22 staples in good condition. No other anomalies could be identified during testing.

Event description:
It was reported the device was used during a laparoscopic herniotomy procedure. It was reported by the affiliate that the device was being used to affix prolene mesh. Three staples were fired into cooper's ligament and then the device jammed. Another device was used to complete the case. There was no pt consequence.